Event description:
It was reported the guidewire was kinking during use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened arterial catheterization set including: a catheter and springe wire guide (swg) for evaluation. The guide wire had one kink that appeared to be aligned with crease on the catheter guard. There were no signs of damage or anomalies observed on the arterial catheter. No signs of use were observed. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink in the guidewire aligning with the kink in the catheter guard tubing is consistent with damage prior to use (during shipping/storage) which contradicts the customer report that the damage was observed during use. The one kinked measured 159mm from the distal tip of the guide wire. The guide wire length measured 349mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.515mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. Functional inspection of the guide wire was performed using a laboratory inventory 20ga introducer needle per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through the laboratory 20ga introducer needle. The undamaged portions of the guide wire were able to pass completely through with no resistance; however, resistance was met at the location of the kink. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The kink on the guide wire aligned with a crease/kink observed on the guide wire guard tubing, and a significant crease was observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the discrepancy between the customer report (damage during use) and the returned sample (evidence of damage prior to use), the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was kinking during use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the guidewire was kinking during use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.